Event description:
The pt has 2 model 3186 leads (from the same lot) implanted. It was reported, the pt experiences ineffective stimulation with his peripheral (off label) leads. Diagnostic testing revealed high impedance readings. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.